Event description:
The surgeon suspected the allergy due to mom and concerned about the occurrence of pseudo tumor, decided the revision surgery. When opened the site, the surgeon found the stem neck corrosion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The femoral neck taper shows areas of discoloration with black debris or deposited films suggestive of fretting corrosion deposits. Comparison to the goldberg criteria for corrosion and fretting scores suggests a score of 4. X-ray eds elemental maps from typical areas with deposited films on the neck taper. This eds analysis suggests the deposits are comprised primarily of oxides of chromium and molybdenum. The femoral head taper also shows black deposits within the taper and green and black deposits at the entrance to the mouth of the taper. Published literature suggests that such green deposits at the entrance to the female taper contain chromium orthophosphate compounds. The head taper was also assigned a corrosion and fretting score of 4 according to the golberg criteria. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-ray image received is not dated, but it is stated that it is pre-revision. Implant appears to be placed in proper position. It cannot be determined, with the x-ray provided, that the complaint is product related. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.